Event description:
It has been reported to philips that during the procedure the wireless footswitch intermittently did not function. The wifi indicator and battery indicator were blinking red. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips. A red wi-fi indicator on the footswitch indicates an error in the wireless connection. The philips engineer advised the customer to use the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.